Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sentinel lymph node, some of the fired clips closed and some did not. The surgeon kept firing the device until the clips worked. There was no patient injury.